Event description:
It was reported that the patient went into cardiac arrest and did not receive therapy from the device. The patient had to be externally rescued. Upon interrogation, the device was found to be in back up vvi mode with no defibrillation capabilities. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with the connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.